Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed and calcified lesion was located in a moderately tortuous proximal left descending (lad) artery. The physician deployed a non-bsc stent. It was not well apposed due to the calcified lesion. First dilatation of a 8mm x 3.25mm nc quantum apex¿ balloon catheter was performed at 14 atmospheres. During second dilation, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).